Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: . Analysis of the returned device identified: opening curved on anterior and weight to the spec. A visual and microscopic analysis was performed which identified: striated opening on anterior and creases fold. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage.

Event description:
Healthcare professional reported right side rupture, "water squirted out of it and could possibly be ruptured" explant device will be returned." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture, "water squirted out of it and could possibly be ruptured" explant device will be returned." Device has been explanted.